Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: e1- event site(postal code:(B)(6) & state: (B)(6)). A getinge field service engineer (fse) stated iabp catheter requires inspection and no matter how many times it is adjusted, it does not improve. When checking the log during the visit, there was a lot of gas loss, but the catheter connection worked without any problems. It failed at the 4th safety disc in the all-manifold test.fse replaced the safety disc. The defective components were received for further investigation."the following was performed by sapan rana, technician of the maquet . Failure analysis and testing (fat) department wayne, nj: sr 16 july 2024. The failure analysis and testing department received the following part associated with this complaint: safety disk this part was received with a reported unit failure message of iabp catheter needed inspection message. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of iabp catheter needed inspection message. The failure analysis and testing department did not observe message of iabp catheter needed inspection during test. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure.a non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use by the customer, the cardiosave intra-aortic balloon pump (iabp) catheter required inspection and would not improve with adjustment. The customer replaced the machine. There was no harm reported.